Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. The patient experienced no audio output (no audio alarm) from the mobile device. On (B)(6) 2024, the patient had hypoglycemic the day before the call. The mobile device was showing low readings; however, it did not alert her. Dexcom was reading 50 mg/dl while her manual was reading 55 mg/dl. She called the paramedics because she experienced malaise, diaphoresis, and confusion. She was reportedly already able to have baqsimi when medics arrived and the bg (blood glucose) after treatment was 65 mg/dl. She declined transportation to the ed (emergency department). There was no documentation of further medical evaluation or intervention for symptomatic hypoglycemia. At the time of the report, the patient was okay. Performance data was reviewed. The allegation was confirmed due to the finding of no audio output. The probable cause is alert disabled, vibrate only, or always sound disabled. No additional patient or event information is available.